Event description:
One pt sample with discrepant glucose results. Initial result 1 mg/dl, repeated twice, gave results of 6 and 89 mg/dl. Erroneous results were not reported. The field service rep determined the system was out of adjustment. The sample probes, reagent probes, air dryers and syringes were replaced. Performance tests were performed and within spec.